Event description:
Vns pt underwent revision surgery due to suspected device malfunction. It was reported that the pt has never felt device stimulation and that they did not experience voice change or "tickling" of the throat when stimulation was initiated. The pt did not feel magnet mode stimulation and did not feel normal mode stimulation;even after the output current was increased to the highest setting (3.0ma). Treating physician subsequently questioned whether the lead electrodes were on the correct nerve or whether the device was functioning properly. The vns therapy system was explanted. It was reported that the lead and generator appeared to be properly connected and that the lead electrodes were on the vagus nerve. Device diagnostic testing at the time of explant surgery was within normal limits,indicating proper device function. It was reported that the pt requested that the device be explanted if nothing was found to be wrong during the revision surgey. Review of the manufacturing record for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Investigation to date has been unable to confirm whether the device was functioning properly.

Event description:
The concomitant device (vns lead) was also returned and analyzed. The entire lead was not returned; the electrodes were not returned. The lead was returned in two pieces. Continuity measurements verified that proper electrical contact between the setscrew and lead pin was present. Setscrew marks were seen on the connector pin, providing additional evidence of proper lead-generator connection. The condition of the returned portions of the lead are consistent with conditions that typically exist following the explant procedure. No anomalies were present that may have caused or contributed to the reported events. The cause of the "stimulation not perceived" is unknown.

Event description:
Product analysis summary: the pulse generator met electrical test specifications. No visual anomalies were identified or observed. No performance anomalies were noted.